Event description:
The sensors on freestyle libre 3 are still reading high, and these are not listed on the lot number freestyle libre has sent out. The current freestyle libre 3 sensor I am using is reading 50 to 60 points higher than fingerstick blood sugars. I called freestyle and they said if it was not listed then they are not affected. I disagree. I take insulin and 50 to 60 points higher affects the amount of insulin I take on a sliding scale. So these other sensors need to be checked out too. The lot # on this sensor is t60002060, (B)(6). I have 4 others I will keep an eye on as well. But if the others read high too, then all the freestyle libre 3 sensors need to be checked out as well. I could not figure out why my sugars were so dang high in the 300s all the time when in actuality they were in the low 200s and below. Dangerous game they are playing. Hope this helps to bring attention to all their sensors. Thanks. This was done on a one touch finger stick blood sugar. On the freestyle libre 3, lowest was 165, highest 305. Quite a bit of difference there. Now if I had not checked and gave my insulin on the 305 range, would be giving a different dosage as opposed to the 206 range.